Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the hl20 pump display went black and beeped. The fault remained after restart. No harm to any person has been reported. A getinge field service technician (fst) was onsite for investigation of the device on 2024-09-09. The fst replaced the motor control board. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective motor control board was returned to the manufacturer for further investigation. The defective motor control board was investigated by the getinge life cycle engineering with the following results: the most probable root cause could be determined to a statistical defect of the dcdc converter ic2 of the motor control board. The review of the non-conformities during the period of 2021-07-19 to 2024-09-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device in question was manufactured on 2021-07-19. Based on the investigation results the reported failure "pump display went black and beeped" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the hl20 pump display went black and beeped. The fault remained after restart. No harm to any person has been reported. The reported failure led to an unintentional pump stop. Therefore a report is required in us. A getinge field service technician (fst) was onsite for investigation of the device. The fst replaced the motor control board. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective motor control board was requested for further investigation. The device in question was manufactured on 2021-07-19. The review of the non-conformities during the period of 2021-07-19 to 2024-09-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Further investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
The event occurred in china during patient treatment. It was reported that the hl20 pump display went black and beeped. The fault remained after restart. No harm to any person has been reported. The reported failure led to an unintentional pump stop. Therefore, a report is required in us. Complaint ID: (B)(4).